Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision is not planned at the moment. The recipient will be monitored. This is a final report.

Event description:
The user was no longer tolerating the processor and has not worn the device on the right side in over 6 months. The user's mother is not interested in a revision at this time and they have started using sign language to communicate. The clinic will follow up in 2024 to review options at that time.

Event description:
The user is no longer tolerating the processor and has not worn the right side in over 6 months. The clinic will follow up in one year to review options at that time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.